Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 07apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : investigation complete.

Event description:
It was reported by the customer that the device turns on and off by itself. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device turns on and off by itself. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device turns on and off by itself. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Updated h6 fields. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad with stuck keys (system on key). Replaced corroded right iui. A review of the device history record showed the device had a manufacture date of (B)(6) 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - stuck key. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device turns on and off by itself. There was no additional information provided and no patient involvement.